Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer stated that she has lowered her overnight basal rate ever since the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.